Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. The journal article did not include any analysis of how or if the phasix mesh potentially caused or contributed to any patient outcome or complications. The article concluded that study found a low hernia recurrence and acceptable long-term reoperation rates in patients undergoing hernia repair with p4hb mesh in a contaminated setting. The adverse reactions section of the instructions-for-use, supplied with the device identifies infection, seroma, hernia recurrence, fistula, and wound dehiscence as possible complications. The warning section states, ¿the use of any mesh or patch in a contaminated or infected wound can lead to fistula formation and/or extrusion of the mesh.¿ and "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided as an estimate (01-jan-2015) based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "outcomes and quality of life after resorbable synthetic ventral hernia repair in contaminated fields." The aim of the study is to evaluate the long-term surgical outcomes and patient-reported outcomes (pros) after contaminated repair with poly-4-hydroxybutyrate (p4hb) mesh. The article describes a retrospective cohort study carried out with 55 patients who underwent a single-stage contaminated hernia repair performed by a plastic and reconstructive surgeon at (B)(6) between (B)(6) 2015 and (B)(6) 2020 were identified. Patients had follow-up periods ranging from 4 months to 5 years. As reported, all 55 patients had mesh placed during their hernia repair. Thirty-six patients (65.5%) had mesh placed in the onlay position, and 19 (34.5%) had mesh placed in the retrorectus plane. Of the 55 patients, 33 (60%) required component separation techniques to achieve primary fascial closure. As reported, the postoperative complications were noted as surgical site occurrence (23 cases/41.8%), cellulitis (3 cases/5.5%), seroma (1 case/1.8%), delayed healing (15 cases/27.3%), surgical site infection (10 cases/18.2%), mesh infection (1 case/1.8%), surgical site occurrence required procedural intervention (7 case/1.7%), enterocutaneous fistula (1 case/1.8%), postoperative obstruction (3 case/5.5%), venous thromboembolism (4 cases/6.7%), ileus (2 cases/3.6%), other postoperative outcomes (18 cases/30%) and hernia recurrence (4 cases/7.3%). As reported, 18 patients had readmission and 8 patients had reoperation, three patients had emergency department visits. The article concluded that study found a low hernia recurrence and acceptable long-term reoperation rates in patients undergoing hernia repair with p4hb mesh in a contaminated setting.